Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient received elective replacement indicator (eri) message on programmer multiple times in past. Subsequently, the ipg became inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.